Manufacturer narrative:
(B)(4). Evaluation summary:analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the device was returned with both needles and cuff engaged. A conclusive cause for the reported needle to cuff miss could not be determined as the returned device condition does not match the reported case information. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, a cuff miss was noticed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.